Event description:
It was reported that an additional procedure was required the next day. A 135x50cm ekos endovascular device was selected for use in a unilateral case in the leg. The catheter was placed and the patient had left the cath lab. While hooking up at bedside in the ICU, an incompatible catheter alarm occurred on the control unit 4.0. Troubleshooting was attempted, including disconnecting and reconnecting the cic, trying the other cic, rebooting the control unit 4.0, and trying another control unit 4.0. Nothing resolved the issue. Assuming it was a catheter issue, it was decided to reschedule the patient for the next day. The device was pulled at bedside. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Media analysis by manufacturer: analysis of the event log showed that the devices connected were of incompatible sizes - infusion catheter (ic) 211231021-734 - 135/50cm and ultra sonic core (usc) 211231055-013 - 106/50cm. A review of the manufacturing records of the devices shown in the event log revealed that the devices were not kitted together.

Event description:
It was reported that an additional procedure was required the next day. A 135x50cm ekos endovascular device was selected for use in a unilateral case in the leg. The catheter was placed and the patient had left the cath lab. While hooking up at bedside in the ICU, an incompatible catheter alarm occurred on the control unit 4.0. Troubleshooting was attempted, including disconnecting and reconnecting the cic, trying the other cic, rebooting the control unit 4.0, and trying another control unit 4.0. Nothing resolved the issue. Assuming it was a catheter issue, it was decided to reschedule the patient for the next day. The device was pulled at bedside. No patient complications were reported. It was further reported that a 106cm ekos catheter was originally selected for use, but it was kinked while attempting to place it. The device was removed, and the 135cm ekos catheter was opened. Both the 135cm device and the 106cm device were on the table. The 135cm infusion catheter was placed inside the patient, but the 106cm ultrasonic core was used. Therefore, it was a mismatch. The procedure was rescheduled for the next day because the physician was not available until then.